Manufacturer narrative:
The battery was disposed of, and won't be returned to the us v60 vent manufacturing facility for evaluation. Therefore, the root cause for the failure cannot be identified.

Event description:
The manufacturer's international service technician was testing an assembly battery li-ion, 11ah, v60 vent at the v60 vent international service center. During testing it was discovered that the battery couldn't be charged. There was no patient involvement associated with this event.